Manufacturer narrative:
Insulin pump received with normal operating currents and passed the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No signal too low alarms noted. Insulin pump alarmed unexpected restart and lost settings after battery change due to interface board broken solder joint. Insulin pump was monitored for two days. The battery icon showed full with four bars and did not deviate and no unexpected low battery alert alarms occurred during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, and scratched reservoir tube window.

Event description:
Customer reported via phone call that the device reset all settings after battery change. Customer's blood glucose was unknown. Device alarmed unexpected restart and signal too low alarms. Battery cap had been replaced before. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.